Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced a hypoglycemic episode of 64 mg/dl blood glucose (bg). The user performed a factory 2 days prior. They treated the low with fast-acting carbs such as glucose tabs. The user was not out of range for more than 90 minutes and did not require outside assistance. She experienced shakiness during the episode and was confirmed to be back in range within an hour.